Manufacturer narrative:
Evaluation summary: the event was confirmed; the back-end of the delivery system was detached. The root cause of the event could not be conclusively determined during analysis; however, it may be due to damage during shipping, which caused a partial break in the screwgear that was exasperated during use and led to the detachment. The original packaging box and tray were not returned so, any corresponding box damage in this region that may have contributed to the initial break/damage, could not be determined.

Event description:
It was reported that the physician elected to implant an endurant ii aortic cuff for treatment of a type I endoleak and migration. While inserting the endurant ii delivery system over the guide wire, the physician discovered that the delivery system screw gear was broken. The physician was able to successfully implant the device with the broken screw gear and the procedure was completed. Per the physician, the cause of the delivery screw gear break was unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.